Event description:
It was reported that during patient use, a ventilator compressor malfunctioned. The patient continued to be ventilated. As a precaution the patient was transferred to another ventilator without harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and determined the compressor power control printed circuit board (pcb) needed to be replaced. The part was ordered and when received the repair will be completed.

Manufacturer narrative:
(B)(4). The compressor power control printed circuit board (pcb) was returned for investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The pcb was then installed into a test ventilator for testing. The device was put into ventilation mode for over twenty four hours and functioned as intended. The reported complaint was not verified.